Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and an intermittent connection on the cgm module. This report is made based on results of investigation completed on 12/02/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. The pump immediately emitted a cs 215 call service alarm when an attempt was made to pair the pump with a test transmitter. The pump case was removed, and an intermittent condition was found on the cgm module due to an opened flex and connector connection. The cgm module flex was securely reconnected to the connector on the printed circuit board, and the pump paired successfully with the test transmitter. (B)(4)